Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause and treatment of the peritonitis were not reported. After the initial onset, the patient also experienced a recurrence of the peritonitis. The cause of the recurrence was reported to be due to the "usage of non-baxter brand minicap"; however, this could not be confirmed. Actions taken with pd therapy were not reported. The patient was reported to have recovered from the peritonitis. Additional information was requested, but the reporter declined further contact about the reported event.